Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The proglide device referenced is filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional procedure in the left popliteal and left posterior tibial arteries. Reportedly, the device could not be removed from the patient anatomy. The device was advanced in the vessel and the foot was attempted to be closed; the device was rocked side to side but the device could not be removed. A surgical cutdown revealed that the proglide foot plate was caught in the tines of a previously placed starclose se clip. The starclose se clip was removed and a vascular patch was used to repair the artery and achieve hemostasis. There was a one hour delay in the procedure due to the surgery. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Without the lot number and packaging returned for analysis a conclusive cause for the reported breached packaging cannot be determined. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.